Manufacturer narrative:
(B)(4). Concomitant medical products: item 00588000500, lot 61556745. Item 00588005014, lot 61712075. Item 00598801012, lot 61837912. Item 00598802015, lot 61896373. Item 00597206532, lot 61742205. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The revision is schedule to take place later this month. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty and nine years after the initial procedure, the patient felt pain. It was confirmed that hinge post of the implanted rhk broke. A revision is planned for later this month. Attempts have been however no further information has been provided.

Manufacturer narrative:
(B)(4). This complaint was confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. X-rays were provided and reviewed by a health care professional. Review found fractured hinge post component which is displaced posterior to the lateral tibial plateau and likely also superior to the central medial plate component. This results in joint instability with posterior subluxation of the tibia and fibula with respect to the distal femur. There is a curved reticular-shaped displaced hardware component located posterior to the lateral tibial plateau and another cured-shaped metallic density position superior to the central portion of the medial tibial plateau, possibly displaced hardware fracture component. Bone quality and hardware fit appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.